Manufacturer narrative:
If implanted, give date - unknown. If explanted, give date - (B)(6) 2018. (B)(6). Device not returned for evaluation. No lot identification is available. No conclusions can be drawn regarding root cause of the reported event.

Event description:
It was reported that initial implantation of a slimplicity anterior cervical plate 1-level 24mm along with four (4) sdf4016 self drilling fixed screws was performed on an unknown date. Radiographs taken on (B)(6) 2017 shows all screws in place. Radiographs taken on (B)(6) 2018 shows the lower right screw has fully back out of the patient's bone. Procedure to remove the loose screw was performed on an unknown date. It is unknown at this time if the screw was replaced.